Manufacturer narrative:
Device was initially received for the complaint that there was no battery power. During investigation found the failure air detector and damaged downstream occlusion seal (dso). This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that lcd lens, dso seal, usb contamination, cracked battery door and cracked rear housing. The complaint of no battery power was confirmed during power up and got replaced. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that there was no battery power. During investigation found the failure air detector and damaged downstream occlusion seal (dso). This malfunction makes the event reportable. The event happened during testing and there was no patient involvement.